Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device was replaced with platen assembly which was missing. Checked the cause of the error and checked IV set alarm. The probable root cause of the reported issue was due to the maintenance issue of the platen assembly. A review of the device history record showed the device had a manufacture date of 26aug2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device is not functioning properly. There was no patient involvement.